Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 175 mg/dl and the sensor glucose was 48 mg/dl at the time of the incident. The customer stated the site was bleeding, possibly from inserting the sensor into a capillary. The customer did not seek medical treatment. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range and replacement sensors would be sent out. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly due to sensor was returned opened and used. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.